Event description:
When the patient underwent electronic colonoscopy for abdominal pain and distension on (B)(6) 2022, he developed intestinal colic due to irritation to the gastrointestinal tract , which could not be relieved for a long time. When intestinal colic occurred, racemic anisodamine injection was administered intravenously, and it was relieved. No device fault happened. Intestinal colic was relieved after intravenous injection of racemic anisodamine injection. This event occurred at the time to during use.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. 510k number is not applicable. This device is not distributed in us so that unique identifier is blank.

Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? Additional information: pentax medical engineers confirmed that this adverse event was a false event (wrong ae reported by the hospital). Also, upon checking with the hospital, the department head also found that this case never happened, they did not even purchase this model endoscope. Based on the above, we found that no adverse event occurred and we will submit a supplemental report.